Event description:
It was reported that the patient presented to clinic with an alarm to "call hospital contact" and "driveline power fault". The site performed two self-tests that did not resolve the problem. Driveline and modular cable had no obvious deformity. Log files were sent for review, and the event file confirmed driveline power a faults on (B)(6) 2025. The alarm had not interfered with pump operation. The modular cable and system controller were exchanged, and photos of the inside of the modular cable inline connector were taken. The photos showed no evidence of fluid ingress. The system controller and modular cable exchange resolved the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the log file. The system controller event log files were reviewed, and relevant timestamps spanned approximately 2 days (21:06:31 on 22may2025 to 16:29:46 on 02jun2025). At 12:05:03 on 15jun2025, a driveline power fault alarm activated, associated with a power an open fault. This alarm resolved as the driveline was disconnected at 16:26:40 on 02jun2025. Following the driveline disconnection, the controller was shut down at 16:29:46 on 02jun2025. The pump maintained a speed within the expected range while the driveline was connected. The modular cable was tested with the returned system controller on a mock circulatory loop and was found to function as intended without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. The integrity of the internal wires of the returned modular cable was tested, and the modular cable passed without issue. The outer jacket and underlying layers were removed for inspection of the underlying wires, and the underlying wires were all unremarkable. Additional information stated that there have been no issues since the system controller and modular cable exchange. The reported event was unable to be reproduced, and the root cause of the reported event could not be determined during this analysis. The relevant sections of the device history records for the heartmate 3 vad modular cable, lot number: 8842115, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. D) and the heartmate 3 patient handbook (rev. A) are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 lvas IFU (rev. D) section 2 entitled ¿system operations¿ and heartmate 3 patient handbook (rev. A) section 2 entitled ¿how your heart pump works¿ state that damage to the electrical wires inside the driveline is not always visible. The user should be alert for signs of damage, including fluid leaking from the external portion of the driveline. Heartmate 3 lvas IFU (rev. D) section 6 entitled ¿patient care and management¿ and heartmate 3 patient handbook (rev. A) section 4 entitled ¿living with the heartmate 3¿ instruct the user to check the driveline daily for signs of damage. Heartmate 3 lvas IFU (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Additionally, instructions regarding driveline care are found in sub-sections entitled "what not to do: driveline and cables". Heartmate 3 lvas IFU (rev. D) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU (rev. D) section 10 entitled ¿safety checklists¿ and the heartmate 3 patient handbook (rev. A) section f entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.